Manufacturer narrative:
During blood loop testing the unit did not exhibit any inaccuracy and met all criteria. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a cardiopulmonary bypass cpb) procedure, the displayed carbon dioxide (co2) results did not match the laboratory results. The unit had been calibrated successfully. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the cdi arterial blood parameter monitoring (bpm) was set up for the procedure and calibrated appropriately. After initiation of cpb the perfusionist initiated an in-vivo calibration with all parameters without issue. During the procedure the perfusionist noted that the co2 did not match the laboratory results, and stated "we have had some miss readings of the co2 as we are rewarming, even after the recalibration at the first gas. The cdi reading climbs about 5 to 15 mmhg above the lab values, even if the values are close in the middle of the case and independent of how cold we get during the case." He also stated that he and the team does recirculate through the shunt sensor prior to going on cpb. The monitor was not changed out during the case, and continuation of use occurred throughout the procedure, with notation of possible inaccuracies in the co2. This incident did not delay the continuation of the surgical procedure and the patient was weaned from cpb without issue. There was no blood loss and no harm was observed. It was corresponded to the team the recommendations if there are suspected co2 concerns to isolate the shunt sensor prior to initiation of bypass as noted in the operators manual for the cdi500.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the carbon dioxide (co2) values could be adjusted to specific sample values using store and recall functions.